Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up, and it was noted that there were episodes of rv lead noise. Lead impedance had also risen. Patient underwent lead replacement with no adverse consequences.